Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the customer bleached and cleaned the reagent probe 1 (r1) drain and realigned the sample probe. The cause of the discordant, falsely elevated ctni result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated troponin (ctni) result was obtained for one patient sample on a dimension xpand plus w/ hm instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted lower than the initial result. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.